Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit mid-urethral sling system during a procedure on (B)(4) 2012. Later on the same day, the patient presented with urinary retention, which the physician believes was related to the sling. The patient self-catheterized for three weeks, then the retention resolved on its own. The patient, who is over 18 years of age, is reportedly stable.